Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issues. Additional information from the field representative revealed that the patient had a near syncopal event due to hypotension -not device related and the physician thinks that the lead dislodged when they lifted her under her arms. The patient underwent surgical intervention to replace the lead. It was mentioned that the physician damaged the outer insulation of this lad when extracting in order to maintain access in the vein and avoid an additional venous access puncture. No additional adverse patient effects were reported. The lead was returned. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.